Event description:
The customer tested her blood glucose using her contour and elite meters. Elite read 69 mg/dl, while contour read 140 mg/dl. The difference between the readings falls in the "c" zone of the error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for eval. Replacement test strips were sent to the customer. A new contour meter kit was also sent to replace the elite meter.